Event description:
Terumo cardiovascular was informed that during cardiopulmonary bypass surgery, the red valve in the line leaked. The product was not changed out, there was an unknown amount of blood loss, and the surgery was completed successfully.

Manufacturer narrative:
Terumo did not receive the actual device for evaluation. There is no further information available, root cause is unknown. If terumo receives further information or a sample becomes available, a follow-up report will be submitted. A review of the complaint files confirmed that there have been no previous reports for this lot. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).